Event description:
At start of the examination, the patient positioned his head sideways on the bottom part of the invivo neuro vascular coil on a philips achieva 1.5t system. When the patient lowered his head, the left eyebrow struck the coil which was stationary on the patient table. Patient injury required some stitches.

Manufacturer narrative:
(B)(4). Method, results, conclusion - the investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA. The 510k number is not known at this time since the hospital has not provided the model number of the device.